Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had their system revised on (B)(6) 2020 because the ins was not functioning. The surgeon tried to connect a lead to the ins and it wasn't working so they replaced the ins. No further complications were reported or anticipated.